Event description:
It was reported that the patient received a first degree burn at the site of the electrode. No additional treatment was given to the patient, and the procedure was completed successfully as planned.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation. If the device is returned, a follow up report will be filed.